Event description:
Pt reported that his bed was slowly drifting down from the high position. After troubleshooting with a hill-rom service technician, he cleaned the brake assembly on the hi lo drive to repair the problem. There were no reported adverse events associated with this product problem.